Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c156e, s/n: (B)(4); use by date:2020-05-22; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the occlusion did not extent into the bifurcated stent graft. The limb that was occluded was etlw1616c156e, serial # (B)(4).

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c156ee, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system and an endurant ii stent graft system was used prophylactically in the endovascular treatment of a 55mm aaa in the patient. It was reported that 4 days post index the patient was readmitted to hospital with an occluded left iliac limb. The patient experienced loss of motor function and numbness of lower left limb. The patient received treatment and was discharged from hospital the next day. The event was partially resolved and patient will be monitored. Per the investigator the cause of the event was probably related to the procedure and related to a non mdt device that was also used in the procedure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.